Event description:
Pt has had a facial rash/skin reaction since increasing their exposure to cidex opa at work. They wears a mask and the rash is on their cheek, across the nose and down the other cheek. When they were moved to the or for a week the symptoms disappeared. They also had redness dryness around fingertips, dry skin on fingers that was cracking and bleeding. There was no staining and they report wearing two pairs of gloves. They were seen by employee health and they recommended changing type of gloves pulse wearing a face shield.